Event description:
Patient presented for covid vaccination. Nurse used smiths medical hypodermic needle kit 4234 to administer vaccine. Needle broke off at hub after inserting into arm. Hub was tight. Nurse was able to remove needle uneventfully. FDA safety report ID# (B)(4).